Event description:
It was reported that the drill bit broke during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was visually confirmed that the drill bit had become detached from the plastic hub. It was not possible to determine the root cause for the breakage.